Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported damage to the guide wire identifier was confirmed. Analysis was unable to confirm the reported peeling, but noted that approximately 4mm of the proximal end of the guide wire identifier was separated. The fracture face was stretched and jagged. Additionally, the distal end of the guide wire identifier was flared. In this case, although the guide wire identifier material was not peeled as reported, it was separated. This was likely the damage the physician was referring to when reporting the damage. There were also two bends noted in the tip and the coils proximal to the center solder were stretched. There were also offset coils proximal to gold/tin solder joint and an offset coil near the tipball. However, the damage to the coils and tip were not originally reported in the case description and likely occurred from an interaction with other devices during the procedure or from subsequent handling after the procedure. This damage does not appear to be related to the reported damage to the identifier. Damage to the guide wire identifier may be related to numerous factors including, but not limited to, interactions with other devices, the identifier marker not shrunk to proper size, materials, tubing post shrink dimension and/or the identifier marker not processed. As there was no report of any damage observed to the guide wire prior to the procedure, it is likely that the guide wire interacted with the balloon catheters during the procedure, resulting in the noted damage to the identifier. While a search of the lot history record for this specific lot indicated no related nonconformance records, based on an expanded investigation, a product deficiency related to loose guide wire identifiers was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat stent thrombosis of a previously implanted xience v stent approximately seven months post stent implantation in the mid left anterior descending artery with binary restenosis of approximately 70-80%. A balance middleweight (bmw) elite guide wire was advanced and two trek balloon dilatation catheters were used to dilate the vessel; however, after the fifth time of balloon manipulation, small particles of the yellow guide wire identifier broke off (peeling) from the proximal end of the the bmw elite guide wire outside of the patient anatomy. The bmw elite guide wire was replaced with a bmw universal guide wire and a xience prime stent was implanted to treat the thrombosis. The patient was reported to be doing very well and was discharged from the hospital one day post procedure. There no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: trek (x2), guide cath: judkins left, sheath: cordis 6fr, stent: xience v. The xience v stent referenced is being filed under separate medwatch report. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.